Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2018, a patient (pt) from (B)(6) called to report an allergic reaction while wearing acuvue oasys brand contact lenses (cl). The pt reported experiencing redness and itching on the second day of cl wear. When the redness did not resolve, the pt visited an eye care provider (ecp) and was diagnosed with keratitis. The pt was prescribed artilact artificial tears and gatifloxacin drops every 3 hours for 1 day, then every 4 hours for 1.5 weeks. The pt was released to resume cl wear after the treatment had concluded. The pt reported following a 2-week replacement schedule and does not sleep in the cls. The pt uses renu solution to clean and store cls. The date of the event was reported as (B)(6) 2018. Multiple attempts were made to the pt to obtain ecp contact information and medical records, but no additional information has been received. The suspect cl was requested by not yet received. This report is for the left eye (os) event. A separate report will be filed for the right eye (od) event. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot: l003c3s was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.